Event description:
It was reported that the bd pen ndl 32g 4mm pro broke. The following information was provided by the initial reporter, translated from japanese to english: the needle npe was broken.

Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended.